Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 990063-020 lot number 216466526 showed the service loop was intact, but the shaft was broken at the attachment with the lemo connector. Product analysis findings do not indicate manufacturing related defect. In conclusion, the reported shaft kink issue was not confirmed through product analysis. The reported mapping catheter failed the returned product inspection due to the broken shaft at the lemo connector attachment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter shaft kinked. The mapping catheter was replaced with resolve to finish the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.